Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient revised for mass in hip region discovered that the proximal femur of ball was basically dead bone. Surgeon stated that he did not know if this came from the metal on metal articulation. Doi (B)(6) 2001, dor (B)(6) 2011 (left hip). Update: 1/7/2013 - litigation papers received. It is alleged that the patient suffers from pain, swelling, soft tissue mass, and metallosis. Infection was also alleged; however, litigation stated that the infection was caused by metallosis. Therefore, we are adding the remaining products, but not reporting them. Should we receive additional information we will update accordingly. Update: 4/23/2013, pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd - 1/31/2014- medical records received. After review of the medical records it indicates the primary implants were removed 1/25/2011 due to infection/metallosis. There were numerous I&ds/washouts during 2011 for infection. According to the medical records it appears competitor products were implanted (B)(6) 2011. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 02/27/2014. Update rec'd 3/14/2014 - medical records received. (Part/lot info provided). After review of the revision operative note on (B)(6) 2011, it indicated metallosis and infection. The stem and cup are now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 4/11/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays finds acetabular malpositioning. A complaint database search did find additional related reports against the provided product code and lot number combination(s). Per procedure, these devices are exempt from device history record review. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.